Manufacturer narrative:
Concomitant medical products: comprehensive primary shoulder stem, catalog#: 113631, lot#: 244920, versa-dial shoulder system modular head, catalog#: 113042, lot#: 897250, hybrid glenoid base, catalog#: 113954, lot#: 660680, pt hybrid glenoid post, catalog#: pt-113950, lot#: 628780. Reported event was confirmed by review of medical records. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as these products remain implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02343/0001825034-2017-02345/0001825034-2017-02347/0001825034-2017-02348/0001825034-2017-02351

Event description:
It was reported patient underwent an initial left total shoulder arthroplasty. Subsequently, pain, instability, biceps tendon tenderness, and elbow tenderness were noted at six week post-operative follow-up. Continued pain was still noted at three month post-operative follow-up. Pain reportedly resolved at one year follow-up, however mild acromioclavicular joint tenderness was noted. Subsequently, at two year post-operative follow-up, it was noted that the patient had unusual pain and an occasional "twinge" sensation in the front part of the shoulder. Supraspinatus/greater tuberosity tenderness and impingement were also reported. The surgeon is not planning on revising at this time, as the condition remains tolerated. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an initial left total shoulder arthroplasty. Subsequently, pain, instability, biceps tendon tenderness, and elbow tenderness were noted at six week post-operative follow-up. Continued pain was still noted at three month post-operative follow-up. Pain reportedly resolved at one year follow-up, however mild acromioclavicular joint tenderness was noted. Subsequently, at two year post-operative follow-up, it was noted that the patient had unusual pain and an occasional "twinge" sensation in the front part of the shoulder. Supraspinatus/greater tuberosity tenderness and impingement were also reported. At the three-year visit, arthrosis of the acromioclavicular joint was reported. No additional patient consequences were reported.